Event description:
It was reported that the patient was in hospice care and a company representative was called to turn the device detections off. However, the device could not be interrogated wirelessly or with a programming wand. It was suggested that the device was at end of service (eos). The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0185 competitor implantable tachy lead, (B)(6) 2007, 4469 competitor implantable pacing lead, (B)(6) 2007. (B)(4).